Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13626. The pt reported she had experienced pocket heating while recharging her ipg. The pt stated she had to charge for shorter intervals because the heating got uncomfortable. The pt also stated the charger unit got hot. A new low energy was sent to the pt which resolved the issue. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a filed advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.